Event description:
Baxter renal servipak home patient services representative (hpsr) called corporate product surveillance (cps) in 2008 saying that she had received a voice message from the patient's nurse on the same day regarding an unspecified quality of homechoice cassettes in which holes are detected. Per the hpsr, patient involvement was not specified in the message. The nurse was contacted 12-aug-2008, and stated the patient's mother was to return the problem cassettes, but has not. The nurse was unaware of any patient injury or medical intervention associated with this event. Attempts to contact the patient's mother directly has been unsuccessful.

Manufacturer narrative:
Samples were still unavailable for evaluation as of 08/13/08. A follow up MDR will be submitted if the samples are returned for evaluation.